Event description:
It was reported that the catheter shaft broke. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon was selected for use. During the procedure, the shaft broke. The procedure was completed using another of the same device. There were no patient complications reported.